Event description:
The pump was returned for investigation. Investigation revealed intermittently responsive keypad buttons, contamination under button contacts and a dim display screen. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the up and okay buttons were observed to be worn off. The ok button was intermittently unresponsive to testing. The keypad was removed and contamination was found on the contrast and the up button contacts. The ok button contact was observed to be inverted and the display screen was observed to be dim and pink in color. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).